Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer and healthcare provider (hcp) regarding a patient receiving baclofen (999 mcg/day, 2500 mcg/ml) via an implantable infusion pump for the treatment of intractable spasticity. It was reported that the patient's mother had been hearing some kind of alarm but could not figure out where it was coming from a couple of days before (B)(6) 2018. She was next to the patient and could hear it quite loud. The patient had the pump refilled the week before (B)(6) 2018 and everything was fine. The pump was alarming or beeping and it sounded like a critical alarm. It was reported that motor stall was seen at initial interrogation and pump status and/or event log report motor stall occurred. The motor stall occurred on (B)(6) 2018 and it was considered a sudden change in therapy/symptoms. The patient was a little more sleepy but had no increase in spasms or rigidity. The patient did not have a magnetic resonance imaging recently. It was later reported that the affected pump would be replaced and hcp would be utilizing a different drug/concentration (2000 ug/ml) and dose with the new pump. They plan to aspirate the existing catheter of all drug (1-2cc). A new pump was implanted and the patient was doing fine with the new therapy. No further complication was reported.

Manufacturer narrative:
Correction was made to b5. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer, healthcare provider (hcp) and device manufacturer representative regarding a patient receiving baclofen (999 mcg/day, 2500 mcg/ml) via an implantable infusion pump for the treatment of intractable spasticity. It was reported that the patient's mother had been hearing some kind of alarm but could not figure out where it was coming from a couple of days before 2018 (B)(6). She was next to the patient and could hear it quite loud. The patient had the pump refilled the week before 2018 (B)(6) and everything was fine. The pump was alarming or beeping and it sounded like a critical alarm. It was reported by the healthcare provider (hcp) that motor stall was seen at initial interrogation and pump status and/or event log report motor stall occurred. The motor stall occurred on 2018 (B)(6) and it was considered a sudden change in therapy/symptoms. The patient was a little more sleepy but had no increase in spasms or rigidity. The patient did not have a magnetic resonance imaging recently. It was later reported that the affected pump would be replaced and hcp would be utilizing a different drug/concentration (2000 ug/ml) and dose with the new pump. They plan to aspirate the existing catheter of all drug (1-2cc). Additional information was reported by the device manufacturer representative on 2018 (B)(6) that new pump was implanted and the patient was doing fine with the new therapy. No further complication was reported.